Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the device seized, moved heavily and was jammed. It was further determined that the device failed pretest for check reverse locking mechanism with oscillating saw attachment and check forward (fwd) and reverse (rev) mode function. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device runs in unexpected direction/mode, locking mechanism stiff/stuck, the trigger moving parts did not move smoothly and the saw head could not be rotated or locked in the new position. The device also failed pretests for reverse locking mechanism with oscillating saw attachment and check forward (fwd) and reverse (rev) mode function. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).